Manufacturer narrative:
The case description states that the user had high bgs while using the system and received an automated delivery restriction alert. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) audit data showed that the automatic glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egv) and user inputs. All boluses programmed by the user were successfully delivered and completed. An automated delivery restriction alert was confirmed to be generated on the day prior to the date of occurrence and was found to be correctly generated after the system was delivering at the max for a sustained period of time. The system was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod. The patient was receiving automated delivery restriction message on their controller. The patient was treated with a bolus with the insulin pen by the doctor. The patient was released after 1 hour.